Event description:
As reported by an edwards lifesciences japan affiliate, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve, the balloon to the 26mm commander delivery system became damaged when advancing the system through the patient's anatomy. The balloon damage was a pinhole leak, which was noticed when blood seeped into the inflation device. In addition, two areas of severe tortuosity were noted in the descending aorta, which was reported to have a dissection. In response, a tevar (thoracic endovascular aortic repair) was performed. The valve was not implanted in the patient and the procedure aborted.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b2, b4, g3, g6, h1, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to sections b5, h6: health effect - impact code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of difficult to track system through anatomy and balloon leak were unable to be confirmed as no applicable imagery was provided nor was the device returned for evaluation. It was reported that the patient had a tortuous descending aorta, which may have caused constrained anatomical sections that interfered with passage of the delivery system, and resulted in difficulty during tracking. During tracking, balloon damage likely occurred due to non-coaxial advancement through the tortuous aorta, where interaction between the valve apices and balloon material may have resulted in the reported pinholes. As such, available information suggests that patient factors (tortuosity) likely contributed to the tracking difficulty, while procedural factors (valve apices interacted with balloon due to non-coaxial angles) likely contributed to the observed balloon damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information provided per japan tavi registry indicating the patient passed away on postoperative day 7. The cause of death was reported as low output syndrome.